Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, lot# serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 20013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that there was a revision/device explant due to lead erosion on (B)(6) 2013. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis.

Manufacturer narrative:
Product ID: 435135, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Life threatening was removed as it was incorrectly applied to this event. If information is provided in the future, a supplemental report will be issued.